Event description:
It was reported that the user experienced a severe low blood glucose event with a reported glucose value of 28 mg/dl that persisted for approximately an hour after ingestion of two oral glucose tablets, with the cause of the hypoglycemia unclear. Customer care provided support that included a review of the reported event details. Investigation of this case revealed no confirmed device malfunction based on the information provided. Symptoms included lethargy and confusion. Outcomes included a need for troubleshooting and education, with no hospitalization reported. It was concluded that the event was consistent with hypoglycemia of unclear cause with resolution after oral glucose and without ongoing impact. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.